Event description:
I was told by a retina specialist to have a laser procedure to help stop my retina from tearing; 3 days later the retina tore anyway. The laser procedure was extremely painful and prolonged. I was not forewarned of the chronic pain that would followed over 1 year and a half now. I am told there are no sensory nerves in the eye. Maybe it is your sinuses, and just coincidental. The retina specialist does not accept responsibility for his actions. I feel the laser he used was applied too hot and too long to the area of my eye involved in the procedure, leaving me with impaired peripheral vision and recurrent chronic pain, and sensitivity to sunlight in my left eye. When my eyes are dilated there is more severe pain and burning. The physicians and technicians will not acknowledge my pain in my left eye, and always insist I have my eyes dilated before an exam. I am told texas laws will not allow patients who suffer from debilitating side effects from surgeries cannot bring actions against their doctors who treated them, therefore no attorney will represent the patients. The legislature must create new laws to help people who suffer from debilitating and damaging effects caused by doctors. Note: I feel my chronic pain in my left eye was caused by the doctor using the laser machine. Please contact me (B)(6). FDA safety report ID# (B)(4).